Event description:
Procedure: lap cholecystectomy. According to the reporter: a small white plastic ring fell off the device tip. It broke into two pieces and fell into the pt cavity. The pieces were removed from the pt abdomen. Another shears was used to finish the case.